Event description:
The patient reports that post implant of the realize adjustable band; restriction was not felt after band adjustments. The patient first started experiencing lack of restriction in (B)(6) 2013. The surgeon checked under fluoroscopy on (B)(6), 2013 and identified that there was a leak at the balloon and gastric band. Per the surgeon, the band needs to be replaced. The remains implanted at this time.

Manufacturer narrative:
(B)(4): information unavailable. Device remains implanted.